Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:   added: b5.

Event description:
Patient was not experiencing pain.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint was created to capture the previous revision found in the medical records attached in (B)(4). Patient was revised to address dislocation, and pain. Doi: (B)(6) 2017; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Update: medical records (B)(4) medical records ad 26 jun 2019) reviewed for MDR reportability. Records reported that the patient was seen for medical consultation on (B)(6) 2017, to address lateral patellar subluxation and dislocation. No pain. Patient was noted to have a stemmed hinged knee construct with a distal femur replacement at that time. Patient's patella had been resurfaced already. Heterotopic ossification noted on x-rays posterior, medial, and lateral around the knee. There was evidence of implant loosening. This event was treated in (B)(4). Records also provided extensive details of the patient's hospital stay related to the femur fracture that occurred on (B)(6) 2014. This has been captured in (B)(4). Hospitalization on (B)(6) 2017, to treat sepsis in the wound, severe anemia (hgb at 6 gmi) with 6 u prbc and 2 units plasma/platelets, wound taken to or. And cleaned up, started on antibiotics. This full details of this event were in addressed in (B)(4). There was a reported left ankle fracture on (B)(6) 2017, and treated surgically on (B)(6)2017. There was no report or suggestion that left knee products or procedure caused or contributed to this ankle fracture.